Event description:
(B)(6) -the dealer reported that the 66550 rollator right side handle brake cable was broken, and resulted in the unit rolling away from the patient as he tried to use it. There was no patient injury reported.